Event description:
During cataract extraction procedure co's machine did not function properly. With technical support from the sales representative, staff were able to switch to another mode to complete case. Increased surgery time required and change from insertion of an anterior chamber lens to a posterior chamber lens resulted. Sales representative notified to service unit as soon as possible and to assure back-up available.